Manufacturer narrative:
(B)(4). Additional information: the patient was born on an unreported date in 1976. The cause of this peritonitis was use error described as break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent bag. The breach in aseptic technique was further described as patient non-compliance. The patient was hospitalized on the same day as the onset of the peritonitis event. Treatment for the peritonitis event was not reported. On an unreported date, the patient was retrained on proper aseptic technique. It was reported that the patient had not recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.